Event description:
Information was received from a device manufacturer representative regarding a patient receiving fentanyl (400 mcg/ml at 20 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported there was a confirmed flipped pump. A revision was performed. During the pump pocket revision, the surgeon noticed the silicone sleeve around the catheter port on the pump was damaged and came off during the procedure. No symptoms were reported. It was later reported the pump flip was caused by the patient having a fall. The fall occurred a couple weeks prior to the revision. The silicone sleeve was noticed and removed (B)(6) 2016 during the pocket revision surgery. The original pump and catheter were left in place as they were still functioning properly. The pump was revised and the pump was secured. The even date was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.